Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was changing a tire and was shocked. Since then the patient had reported that their constipation was worse along with night sweats. It was also noted that since implant it had cured their constipation issues. Nausea and vomiting were also slightly worse since the incident. When their impedance values were 760 when they were checked and the previous impedance values were unknown. The patient¿s current was adjusted up from 6.1 to 7.5. The on time remained at .1 on and 5 sec off with a rate at 14 and pulse width at 330. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was reported to be alive with no injury. Additional information reported that when the patient was working on his car, had rubber gloves on and went to use the spark plug (50,000 volts) and then it hit his arm. A couple days after that the patient¿s symptoms returned and started feeling like they used to before their implant. The patient reported that their bladder spasms returned and they were waking up in cold sweats which they have not done in years. The patient had contacted their healthcare provider to set up an appointment. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.